Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the hst iii system (4.3mm) did not open properly inside the blood vessel, and it was determined that the amount of bleeding was greater than normal, so continued use of the product was abandoned. A new product was issued and this time it was able to be used without any problems. There was no harm to the patient's health, but the current product could not be collected as it was disposed of by the hospital. The amount of blood loss was not significant enough to require additional treatment such as a blood transfusion.

Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h6,h11. The lot # 3000473064 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.